Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 45mm intraosseous (io) needle. Usage residues were observed on the sample. The obturator was inlaid through the needle shaft. A bend was observed in the needle shaft near the luer adapter. The needle tip exhibited deformation. Microscopic inspection of the needle tip confirmed deformation. The needle tip was twisted and peeled away from the obturator tip. The obturator tip was folded toward the needle bevel. The bend in the needle shaft was consistent with sheer, or lateral stress placed on the needle shaft. The tip deformation was consistent with excessive force placed on the needle tip while the needle was rotating. The needle bend further suggested that force was applied while the needle was not placed at a 90 degree angle to the patient¿s skin. The product instructions for use (IFU) inform users to use moderate steady pressure when inserting the needle into the bone at a 90 degree angle to the skin. Positioning the needle in this fashion minimizes the amount of lateral pressure, reducing the risk of needle deformation/damage. Bd has prepared supplemental educational material pertaining to io products. An e-learning course, entitled fundamentals of intraosseous (io) device is currently available at academy.bd.com. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during an attempted insertion, the 45mm bdio needle bent before it penetrated the patient's bone. No patient harm reported. No other information was provided.